Manufacturer narrative:
Not returned. No products have been returned for testing. Therefore, bsc crm cannot confirm the reported clinical observations. No other adverse events have been reported. This event will be re-evaluated if additional information is received.

Event description:
Boston scientific (bsc) crm received information that low r-waves and high thresholds were noted with this ventricular lead. Lead repositioning was unsuccessful. A replacement dextrus lead was implanted. However, inadequate sensing was noted and the lead would not stay in place. Next, a flextend lead was implanted. The patient's condition began to deteriorate and a perforation and pericardial effusion were suspected. The patient was asystolic and a thoractomy and heart massage were performed while cardiopulmonary resuscitation (CPR) was provided. The patient was brought to the operating room but a perforation was not confirmed. Approximately one week later, the patient expired.